Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) ponce.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) ponce.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#00632005032, liner 20 degree, lot#61486525. Cat#00784803201, modular neck g2 12/14 neck, lot#61532852. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02104, and 0001822565-2021-02105.

Event description:
It was reported the patient underwent a right hip revision approximately 10 years post implantation due to pain, history of dislocations, instability, positive mars MRI and elevated metal ions. During revision was found necrotic tissue, with pseudotumor and tissue damage. No additional information.